Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. Surgical intervention was performed to reposition the lead however the lead became stuck in the superior vena cava and could not be removed. The lead was capped and remains implanted. No additional adverse patient effects were reported.